Manufacturer narrative:
Patient¿s gender and weight are unknown. Date of event: unknown. Additional device product codes: hwc, ktt. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a midshaft humeral fracture fixation had failed and a revision surgery was performed on (B)(6) 2017. The original surgery was performed on (B)(6) 2017. There was failure of fracture reduction. A total of nine (9) implanted devices which include eight (8) cortex screws and one (1) plate was removed. All implants were intact and did not have any issues. The patient was revised to two (2) plates and eleven (11) screws which were a combination of cortical and locking screws. The revision surgery was completed without any delay and the patient was reported to be in stable condition. This report is for one (1) 3.5mm lcp plate 8 holes 111mm. This is report 1 of 2 for complaint (B)(4).